Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and presented in the clinic. Upon x-ray examination, the left ventricular lead was found pulled back into the superior vena cava. The lead was removed and replaced. The patient was stable.